Event description:
It was reported that this artificial urinary sphincter balloon was replaced as it had herniated from below the muscle of the initial location to superior to the muscle. No patient complications were reported.

Manufacturer narrative:
Corrected data: h6 patient code.

Event description:
It was reported that this artificial urinary sphincter balloon was replaced as it had herniated from below the muscle of the initial location to superior to the muscle. No patient complications were reported.